Event description:
See MFR # 3004209178201009907. The pacemaker clinic turned off the neurostimulator. The pt's neurologist turned it back on and the pt was doing okay.

Manufacturer narrative:
(B)(4).